Event description:
Information was received indicating that a high pressure alarm occurred when a smiths medical cadd medication cassette reservoir, used for intravenous remodulin infusion, was attached to the patient's cadd-legacy pumps. It was reported that the patient indicated that the "green part on the cassette looked jammed in there/tight." Per reporter another cassette was subsequently used. No adverse patient effects were reported.